Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nurses were having connection issues with a j loop access set. It was said "that the threading was not right". This occurred before use. There was no patient involvement. No additional information is available.